Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator, (B)(6) 2009; 5054 implantable pacing lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient had a fall. A remote transmission indicated that there was no pacing and undersensing on the atrial lead. The lead remains in use. No further patient complications have been reported as a result of this event.